Event description:
(B)(6). According to the information recieved, a catheter had a tip cut off/open/broken. The customer stated that 3 catheters had cut-off tips and 2 had empty sleeves.

Manufacturer narrative:
Examination of the returned product revealed one pouch was empty but completely sealed, one was a cut-off and the other three were fully intact within their pouches. Therefore, the complaint is confirmed as reported. Closer examination of the cut-off did reveal a void in the seal, indicating the catheter tip was sealed in the pouch during the packaging process during manufacturing. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, coloplast concludes that this is an isolated incident and does not represent the overall quality of the lot.